Manufacturer narrative:
Date of event is estimated. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the recurrent mitral regurgitation could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will conservatively be filed to report recurrent mitral regurgitation (mr). It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). Roughly 18 months later, the patient returned to the hospital with increased mr and other issues unrelated to the clip. No additional information was provided.